Event description:
It was reported that during the procedure, after performing pre-dilatation using an unspecified 2.0x12 balloon dilatation catheter (bdc), a 3.5x23 xience v rx stent delivery system (sds) was advanced to a moderately calcified, 98% stenosed, de novo lesion in the moderately tortuous mid left anterior descending (lad) coronary artery with resistance felt and force applied, then the stent was deployed, resulting in a distal edge dissection. The 3.5x23 xience v rx sds was then withdrawn from the anatomy and a 3.5x15 xience v rx sds was advanced and deployed, successfully treating the dissection. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.